Event description:
Customer reported that the sensor gave inaccurate readings that were off by 100-150 points. She reported that she has experienced numerous instances where the sensor glucose showed both up and down arrows. She reported that the blood glucose reading was 216 mg/dl while the sensor reading was 140 mg/dl. A test plug procedure was run and showed that the transmitter was functioning properly. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.